Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products; 5076-45 lead, implanted: (B)(4) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead. The patient subsequently was in atrial flutter with asystole, inhibition of ventricular pacing due to crosstalk was noted on the rv lead and undersensing was noted on the right atrial lead. The crosstalk was suspected to be due to a lead insulation problem. The leads were reprogrammed and both remain in use. No further patient complications have been reported as a result of this event.